Event description:
Customer called in that system would intermittently flip the image upside down from one fluoro shot to the next. Customer also stated that beeping during x-ray something sounded odd and did not beep normally. This did not effect the system's ability to fluoro. Customer also stated that system would not rotate, when blue buttons on top of the workstation housing was pressed. The motor for the motion would sound as if it were moving, but it would not move.

Manufacturer narrative:
The service rep replaced control panel processor in c-arm and replaced dowel pin in rotation motor. System fully functional.